Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, water tightness is lost, short circuit in switch flexible printed circuit, and switches cannot be pressed down smoothly. A root cause could not be identified. Based on the results of the investigation, it is likely that the reported allegation of image interference occurred due to damage to the cable unit, which caused a short circuit resulting in noise and loss of image display. Additionally, damage to the plug unit caused a loss of water tightness, and a short circuit in the switch (sw) flexible printed circuit (fpc) prevented the switches from being pressed smoothly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had image interference. The event occurred during inspection for use. There were no reports of patient involvement.